Manufacturer narrative:
On (B)(4) 2016, tss conducted follow-up with the customer and was informed that the customer can re-boot and the carousel will turn and then maybe work, but the error returns. On (B)(4) 2016, an fse conducted follow-up with the customer to address the reported event. Fse performed troubleshooting with the customer and found that the aia-360 had several "4002" errors. The fse replaced the top turntable sensor, and the turntable homes properly now. Also, he updated software to version 1.34. The daily check was then performed and passed. Qc was run and is in range. No errors occured during the daily check or qc run. The most probable cause of the reported event was due to a defective pib board. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported error 4001 turntable home sensor failure with their aia-360 analyzer. The customer is unable to run ckmb and ctni2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb and ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.